Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a lost sensor alarm. Customer's blood glucose at time of incident was unknown. Customer stated the pump is not communicating with the transmitter. Customer could not get to the alerts because the history did not go far back enough. The customer stated that the cannula is straight. Customer was advised customer was advised to call when issues occur to troubleshoot. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer ate 10 donuts and was hard for him to accommodate for the food. Customer declined troubleshooting.